Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device or device component: "5. Precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lip border using a 25g dermasculpt cannula. During the injection the syringe dislodged from the leur lock. There were no injuries.

Manufacturer narrative:
Additional information: lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lip border using a 25g dermasculpt cannula. During the injection the syringe dislodged from the leur lock. There were no injuries.